Event description:
A malfunction on the pump was reported by a caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reappeared.